Event description:
On 03/09/2020, axonics was made aware of an event in which a patient reported pain, swelling and excessive drainage at the new implant site (left side). The patient had an old implant removed from the right side on (B)(6) 2019. The implant was explanted and the patient is being treated with medication.